Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(4) for the suspect device used in system 2.

Event description:
Reporter alleged that a patient received the following results: 280 mg/dl on inform system 1 at 1637 89 mg/dl on a lab system, drawn at 1646 220 mg/dl on inform system 1 at 1656 96 mg/dl on inform system 2 at 1658 no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.